Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad administrator reported that after approximately 12 months of support on the lvad, the patient was readmitted with a recurring gi bleed. A push enteroscopy was performed and found to be negative. Hemoglobin level decreased. The patient had melena. The patient received multiple transfusions and was eventually discharged home. Additional information provided by the vad administrator indicated that the patient was readmitted approximately 2 weeks later for another gi bleed and remains in the hospital.